Manufacturer narrative:
The uit did not miss the perforation because full perforation was not present. The likely scenario and potential root cause of the bowel injury is related to device being mal-positioned deep in the myometrium but without a full thickness perforation at the time of the uit, which in turn allowed for it to pass. Under this scenario a transmural burn during the energy delivery cycle is possible and may result in unintended thermal effect on the organs of the viscera. The rf controller was returned to minerva for evaluation. Uterine perforation detection verification testing was completed and the uit feature in the rf controller was found to be functional. Argon delivery and plasma formation testing was performed with passing results. There was no indication that the controller malfunctioned during clinical use. There is no indication of a product issue directly related to the reported adverse event. No relevant information was identified during the DHR review that could have contributed to the reported event. The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. Injuries such as thermal injuries are known complications of an endometrial ablation procedure. Complications associated with thermal injury are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: · post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. · as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum. As part of the minerva surgical investigation of published peer reviewed medical literature, there are no indicators that endometrial ablation in itself is a known risk factor for pulmonary embolism. In the latest meta-analysis, it was reported that the overall incidence of venous thromboembolism (vte) was 2.19% (95% ci: 1.82-2.38). [The following risk factors were associated with vte: smoking, advanced age (>70 years), a history of diabetes mellitus, american society of anesthesiologists' (asa) classification of physical health class iii or IV, a history of cardiovascular or pulmonary disease, a history of dvt or pe, elevated plasma fibrinogen level, c-reactive protein (crp) level, cancer stage iii or IV, postoperative acute respiratory distress syndrome (ards), prolonged postoperative hospital stay, previous steroid use, history of inflammatory bowel disease (ibd), heart failure and neoadjuvant and adjuvant chemotherapy. (See theochari ca, theochari na, mylonas ks, papaconstantinou d, giannakodimos I, spartalis e, patelis n, schizas d. Venous thromboembolism following major abdominal surgery for cancer: a guide for the surgical intern. Curr pharm des. 2022;28(10):787-797. Doi: 10.2174/1381612828666220217140639. Pmid: 35176975).

Event description:
It was reported that on (B)(6) 2025, a minerva procedure was performed in a 47-year-old, patient suffering from aub (e) and history of enterocolitis. After dilating the endocervical canal to 7mm using a hegar dilator, pre-procedure diagnostic hysteroscopy was performed, and no pathology was seen in the uterine cavity. D&c was performed. The exact sounding length is unknown, but it was reported to likely be around 9-10 cm, with the device being set to 5.5 cm. The minerva dilator was not used to dilate the endocervical canal. The minerva device was inserted and deployed, degree of device deployment (i.e. Number of dots) unknown. Uit was initiated and passed on the first attempt which was followed by a 120-seconds uninterrupted therapy cycle. Upon completion of the ablation, post-treatment hysteroscopy was performed. Adequate uterine distention, no evidence of uterine perforation, and clear evidence of ablation in the uterine cavity was reported. The patient was discharged shortly thereafter. On (B)(6) 2025 the patient presented to the ER with symptoms of acute abdomen. CT scan indicated presence of free air in the abdominal cavity and the patient was taken to the or. At the time of surgery, it was reported that there was no evidence of mechanical uterine perforation. However, the fundal area of the uterus exhibited evidence of transmural thermal effect (serosal blanching), likely secondary to minerva procedure. A small area of small intestine was also affected. Small bowel resection (~2-cm) and end-to-end anastomosis were performed. Surgery was completed and the patient was transferred to the recovery area. Shortly after that the patient coded and all attempts to resuscitate the patient were unsuccessful. It was reported that it is currently believed that the patient likely suffered a post-operative thromboembolic episode, likely pulmonary embolism (pe).